Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that their device is at eos. The device is off and is no longer providing therapy. The caller was dissatisfied with the ins longevity as their doctor said the battery would last 5 years. The patient mentioned that she caught a bad cold and hasn¿t worked in (B)(6) since she got out of the hospital (unrelated to the device or therapy). The patient was recommended to follow up with their health care provider. It was noted that the patient would like to wait until she felt better to have a replacement surgery. No further patient complications have been reported as a result of this event.